Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted using a proglide device via a 7f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when removing the plunger, a cuff miss was noted. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the evar was completed. The pre-placed proglide sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.